Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not calibrated. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower cap, blower chassis, blower bellows seal, blower mount, machine flow sensor, system board, outlet side panel, dual limb cup, proportional valve (aecm), 3-way solenoid valve, cooling fans/retainers, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly replaced due to dust/debris contamination. The device's the display board requires replacement (ribbon connector retainer clip) due to physical damage. The device's software was uploaded. Unit passed final test.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was not calibrated. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.